Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.what tissue type and location of the suture placement?what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased?how was the suture placed (interrupted or continuous)?how was the suture tied (square knot or multiple knots one end)?what was the appearance of the suture during the second procedure?please confirm that no product is available for analysis.

Event description:
It was reported that a cat underwent an animal surgery on unknown date and the suture was used to close the linea alba. Ten hours later after the surgery, the middle of the suture was broken. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: what tissue type and location of the suture placement?- feline linea alba/ ventral abdominal body wall. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased?- grossly normal for a cat of this age. How was the suture placed (interrupted or continuous)?- continuous. How was the suture tied (square knot or multiple knots one end)?- typical multiple. Throws at each end of the continuous pattern. What was the appearance of the suture during the second procedure?- grossly. Unremarkable other than for having broken. The linea suture had broken approximately 1-1.5 cm cranial to the caudal end of the original body wall closure and the site of suture breakage was not associated with a knot. Please confirm that no product is available for analysis. - regrettably, the suture was not saved for inspection / analysis.